Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead had been lost to follow-up for approximately five years. High out of range pacing impedance measurements and high threshold measurements were observed in clinic. A lead revision and device replacement were being considered. No adverse patient effects were reported.

Manufacturer narrative:
The device was programmed to maximum outputs. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed in two segments. Visual inspection of the lead revealed the rs- insulation was bunched in several locations. The proximal end of the distal spring electrode was separated from the lead body insulation. Resistance and pressure tests were completed on both segments to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Detailed analysis found a setscrew mark on the is-1 terminal pin was right at the terminal pin end and an indent of a set screw mark in the is-1 terminal insulation. Laboratory testing was unable to reproduce the reported clinical observations. Analysis concluded that set screw marks at the end of the terminal pin indicate that the lead was not fully inserted into the device header.

Event description:
Additional information was received indicating this lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.